Event description:
It was reported that this tachy lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted as the patient had small vessels and was unable to advance to a stable position that had usable capture threshold. A lbb pacing lead was implanted and used. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.